Event description:
The user facility reported that a complete loss of image was experienced during a diagnostic colonoscopy. The physician switched to a similar, but different device to complete the case. There was no pt injury.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation could not duplicate the user's report of image loss, but an intermittent flicker and dark image was initially observed and later resolved. The device passed leak testing but there was evidence of fluid stains and corrosion in the endoscope connector, which likely caused or contributed to the user's experience. The evaluation also found in the distal end cover was cracked and the insertion tube had cuts, dents and buckles. The light guide prong was found loose. The bending section cement was further noted to be cracked and discolored, likely due to chemical damage. As the device passed leak testing, the cause of the user's experience was likely due to user mishandling during reprocessing. This report is being submitted as a medical device report in an abundance of caution.